Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. There was no moisture or corrosion observed in the battery compartment. There was no damage found to the battery compartment or the returned battery cap. The returned battery cap attached to the pump and was used to complete a 24 hr duration test. There were no power interruptions duplicated during this time. The returned battery cap contact measurements were within specification. The returned battery cap contact measurements were within specification. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit.